Event description:
During a defibrillator implantation, after connecting the volta lead and the just implanted vega lead, all impedances (atrial, right ventricular and right ventricular coil) were above 3000 ohms. Egm seemed to show farfield (vs on p wave), r waves were sensed but below 4mv, and there was no ventricular capture at 4v. Both leads were disconnected and tested on the psa and normal values were obtained for atrial and ventricular parameters. The device was than connected again to the leads and same issue occurred. The session was terminated and we interrogated again the device but all three impedances continued above 3000ohm. After a few minutes of continuous testing the physician decided to use a new device (talentia crtd) and after connecting the leads all parameters were within normal values.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. This MDR has been sent via as2 system. Unfortunately, the certificates has expired and therefore, it did not pass on (B)(6) 2024 and it was not visible.

Manufacturer narrative:
The conclusions are as follows: - the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the atrial (is-1) and ventricular (is-1 and df-1) silicon caps were not punched in the middle, indicating that the screwdriver has not been inserted in the setscrew cavities or not enough. In addition, no tightening marks on the atrial and the ventricular setscrew tips were noted. Those observations indicate an incorrect/ incomplete lead connection to the pacemaker at both channels and therefore explaining the capture failure, as well as the abnormal leads measurements described in the complaint. Based on the available data, no issue is suspected on the subject pacemaker.

Event description:
During a defibrillator implantation, after connecting the volta lead and the just implanted vega lead, all impedances (atrial, right ventricular and right ventricular coil) were above 3000 ohms. Egm seemed to show farfield (vs on p wave), r waves were sensed but below 4mv, and there was no ventricular capture at 4v. Both leads were disconnected and tested on the psa and normal values were obtained for atrial and ventricular parameters. The device was than connected again to the leads and same issue occurred. The session was terminated and we interrogated again the device but all three impedances continued above 3000ohm. After a few minutes of continuous testing the physician decided to use a new device (talentia crtd) and after connecting the leads all parameters were within normal values.